Event description:
It was reported that the device was loose and was revised to a tm modular cup. Progressive radiolucent lines around the cup.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.